Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The o2 gas module, which regulates the inspiratory oxygen gas flow to the patient, was replaced. The ventilator then passed pre-use check and was cleared for clinical use. No parts and no ventilator logs were provided for investigation. Since the replaced part was not returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 gas supply. There was no patient involvement. Manufacturer's ref #: (B)(4).